Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a screen display frozen occurred. No additional patient or event information is available. Data was provided for evaluation, however will not confirm the issue or determine a probable cause. The complaint confirmation could not be determined. A probable cause could not be determined.